Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to analyze and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.